Manufacturer narrative:
The insulin pump was received with blank display due to battery tube not properly plugged into the interface board. The insulin pump had cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was not switching on after it was dropped. The customer's blood glucose was 5.1 mmol/l. Troubleshooting was performed and no anomalies were noted on the drive support cap. Customer was not able to complete self-test as the device would not turn back on. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return it for analysis.